Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported a patient experienced bleeding after a flexi-seal signal fms device was removed. The original fms insertion date and amount of fluid instilled in retention balloon were reported as unknown. The reporter stated ¿the first date, it was charted on was (B)(6) 2017 at 0800 and just stated irrigated.¿ the original fms device was discontinued on (B)(6) 2017 with no reported bleeding, and was replaced with a ¿rectal bag.¿ on (B)(6) 2017, the sicu physician ordered re-insertion of a flexi-seal device for 48 hours due to severe watery diarrhea. It was reported that a flexi-seal signal fms device was inserted using 45ml of water in the retention balloon. It was further reported that the device was irrigated on (B)(6) 2017. At midnight on (B)(6) 2017, the fms device was removed. At this time, blood clots were noted, and it was reported that there was 70ml of water in the retention balloon. The nurse reporter indicated she spoke with a staff member regarding the documentation and the physician order, and the staff member said she did not know about the ¿button indicator¿ on the fms device. Lab work was drawn, and the patient underwent a flexible sigmoidoscopy. The patient was found to have a 3mm rectal ulcer with visible vessel and adherent clot. This was injected with 2.5ml of epinephrine and a hemoclip placed for hemostasis. The patient received 4 units of prbcs (packed red blood cells). The patient outcome was reported as ¿the patient is doing well and was transferred to the floor on (B)(6) 2017."